Manufacturer narrative:
Actual sample was received for evaluation. Functional testing of the device was conducted indicating that the air is leaking from an area which looks to have been bitten. During clinical use the patient may have bitten the tube. A teeth cushion is recommended after endotracheal intubation. It is useful to protect the ett and the tongue from biting. The valve was also tested and there is no air escaping from the valve. Based on this information the defective area could not have been caused during the manufacturing process. A review of the device history record (DHR) was conducted and no non-conformances related to this issue were noted.

Event description:
Ett2080 was used on a patient vented in ICU. Incident report indicated pilot balloon did not hold pressure per anesthesia dept. Patient was desaturating while on vent and oxygen levels went from 100% to 70% within a minute.